Event description:
It was reported that the procedure was to treat an 87% stenosed, moderately calcified lesion in the heavily tortuous distal external carotid artery. The accunet embolic protection system (eps) was successfully advanced to the target lesion; however, the filter partially deployed and could not be fully deployed. Reportedly, there was no issue noted with the delivery catheter. The eps was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another accunet eps was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported issue was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.